Event description:
It was reported that the user experienced a pump alarm indicating a software runtime error and an external flash write error, after which the agent instructed a device restart and normal operation resumed. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed that the device function returned to normal after a restart and no additional malfunction was observed during the call. It was concluded that, based on previously established findings for similar reports, the event was non-reproducible and that the device remains in use with instructions to monitor and escalate if errors recur. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.